Event description:
The reporter stated the surgeon inserted a aa4204vl, 14.0 diopter lens. The lens was removed due to torn lens. The wound was enlarged to remove lens. The reporter stated the injector plunger was the cause of lens tear. The plunger trapped the haptic and iol was torn as it came out of the injector. Backup lens was used.

Manufacturer narrative:
(B)(4).